Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion and prime tests. The insulin pump was received with stuck in motor error alarm loop during bolus/basal delivery. The motor was tested outside of the insulin pump and passed. The motor may have had an intermittent failure that was not detected during our testing. No error alarm noted during testing. The insulin pump had cracked case at display window corner, minor scratched lcd window, cracked reservoir tube lip and cracked reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error when she rewound. She was unable to get into the insulin pump. The insulin pump alarmed motion sensor test failure. The customer cleared the motion sensor test failure alarm but the insulin pump asked her to rewind once again and after rewinding she received another motion sensor test failure alarm. Customer's blood glucose level was 339 mg/dl. The customer used a pouch that had a magnetic clasp. The displacement test passed. The customer was advised that the device would be replaced and agreed to return the product for analysis.